Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5179703.

Event description:
Voluntary medwatch received states that the right ventricular (rv) lead exhibited high pacing impedance. The lead was reprogrammed. The patient condition was unknown.